Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported when turned on it burns up the power management board. There was patient involvement, but no patient harm. The customer had no information available about the patient.